Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided in section "event description" with the initial report was missing. The missing and correct information has been included with this report.

Event description:
It was reported that the insulin pump had beep anomaly and insulin pump was not beeping.